Event description:
No additional information was requested regarding the actions/interventions and therapy effectiveness as the patient was to carry on as normal for now since no issues with the ipg could be detected. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
Information was received (via a manufacturer representative) from a consumer with a neurostimulator with both high density (hd) and conventional settings set up on adaptivestim. When the patient used the conventional settings, she noticed that (many times throughout the day), her stimulation (tingling) stopped anywhere from a few minutes to 20-30 minutes; there was intermittent stimulation during normal use. When the patient checked the system with her patient programmer, it was still "on" and the correct position was identified. It was reported this intermittent stimulation can happen at any time and in any position, even when the patient was not moving. The impedances were checked in different positions and when palpating the implantable pulse generator (ipg). All were within normal range. The orientation was checked and was correct. It was reported that the patient was quite slim and that the ipg was sitting at an angle in the pocket. When the patient sat down, the top part of the ipg pushed out towards the skin. She also reported that one day, the top of her ipg got caught on the chair she was sitting on. The patient described this as a "twang". It was questioned if this was related to the problems she was experiencing with the intermittent stimulation. There was no surgical intervention that occurred, nor was one planned. The issue was not resolved at the time of the report. The patient was to carry on as normal for now since no issues with the ipg could be detected with the clinician programmer. Additional information was requested regarding any actions/interventions being taken to resolve the issue and if the patient was receiving effective therapy. A supplemental report will be sent should additional information be received.